Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device exhibited high out of range shock lead impedance measurements greater than 125 ohms. A gradual increase in the shock impedance values was noted since implant. No noise was noted. Boston scientific technical services (ts) discussed that gradual increase in the shock impedance measurements could be due to calcification of the shock electrodes. Ts recommended performing commanded shocks to test the lead integrity. Additional information indicated that patient was to be evaluated with commanded shocks, however, no further information was available as of this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating that the out of range shock impedance measurements are still being generated and threshold measurements have also increased. A boston scientific technical services consultant documented and discussed the clinical observations.

Manufacturer narrative:
Additional information confirmed that a revision procedure was performed and this lead was removed from service and replaced with a competitive lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.